Manufacturer narrative:
Concomitant medical products: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient thought that the lead wires may have shifted because they were not feeling stimulation and their symptoms had returned. The patient was able to turn stimulation up to 4.8 where the patient was feeling stimulation comfortably. The patient was advised to contact their healthcare provider. It was noted that the trial began on (B)(6) 2018. No further complications were reported.